Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported the listed tracheostomy tube was checked for leaks prior to intubation, and no leaks were observed. The "senior dr. Consultant" inserted the tracheostomy tube in a patient using a lubricant gel and a bougie. After placement, a leak was detected in the device cuff. The cuff reportedly continued leaking for a few hours until the tracheostomy tube was replaced. The reporter indicated no adverse health effects occurred as a result of the event.

Manufacturer narrative:
One used device was returned for evaluation. The device was received inside a plastic bag without its original packaging. Visual inspection of the device found a tear in the cuff. A review of the device history record revealed no abnormalities or defects during manufacturing. Additionally, manufacturing performs a 100% inflation test prior to packaging. Device inspection and evaluation could not determine the root cause of the tear in the cuff; however, no evidence was found to suggest an intrinsic device problem. Additional information included in follow-up report: evaluation completion date (07/20/2016).